Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. It was further described as "the threads on the dark blue portion which connected to the light blue portion of the transfer set separated". This occurred after peritoneal dialysis (pd) therapy completed, when the nurse was assisting the patient to disconnect. No excessive force or tools were used to open the transfer set and no disinfectants were used to clean the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.